Event description:
This is a spontaneous case report received from a physician in france on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015; lot number c55829. The patient medical history includes gravida IV, para ii, c-section, therapeutic abortion due to toxoplasmosis seroconversion with severe intrauterine growth restriction and multifetal pregnancy reduction. Concurrent condition includes insulin-requiring diabetes. Physician stated that the event occurred during the placement in the operating room. On the right side the attempt of intratubal essure device placement occurred with manipulations well respected but the insert was completely withdrawn and uncoiled, leaving in place the green release catheter. This later was removed in two catches with help of crocodile clip. On the left side, the insert release was difficult whereas procedure was correctly performed. However, insert was successfully released thanks to back and forth movements with lateral inclination. The placement intervention lasted for 30 min. There was no cause related to the patient which could explain the event. Bilateral placement was performed with another essure system device. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the placement on the right side, the insert was completely withdrawn and uncoiled, leaving in place the green release catheter. This later was removed in two catches with help of crocodile clip. On the left side, the insert release was difficult whereas procedure was correctly performed. The bilateral placement was achieved with another set of devices. These events, seen as device breakage and device insertion difficulty, are non-serious. The breakage is unlisted in the reference safety information for essure, while the other event is listed. Device breakage may occur most often during difficult insertions. Considering the reported events are associated to the insertion procedure, causality with essure use cannot be excluded and this case is regarded as other reportable incident. Technical analysis and further information have been requested.

Manufacturer narrative:
Follow-up information received on 23-jul-2015 it was reported that catheter was not able to be inserted a second time in the right tube due to a probable tubal spasm. No further information was provided. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 24-jul-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the placement on the right side, the insert was completely withdrawn and uncoiled, leaving in place the green release catheter. This later was removed in two catches with help of crocodile clip. On the left side, the insert release was difficult whereas procedure was correctly performed. It was also reported that catheter was not able to be inserted a second time in the right tube due to a probable tubal spasm. The bilateral placement was achieved with another set of devices. The event interpreted as device breakage is non-serious and listed according to product technical analysis (ptc). The other events are also non-serious and listed in the reference safety information for essure. Device breakage may occur most often during difficult insertions. Considering the reported events are associated to the insertion procedure, causality with essure use cannot be excluded and this case is regarded as other reportable incident. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Follow-up received on 06-oct-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c55829; production date: 12-may-2014; expiration date: 31-may-2017. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. As received, all IFU steps were completed and no micro-inserts received on both devices. The catheter large tight pitch coil found to be stretched and broken on system 1. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of a detachment difficulty event is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. The batch documentation of the reported batch was reviewed. The returned complaint sample was investigated. The technical assessment concluded unconfirmed quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch trend could be identified. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the placement on the right side, the insert was completely withdrawn and uncoiled, leaving in place the green release catheter. This later was removed in two catches with help of crocodile clip. On the left side, the insert release was difficult whereas procedure was correctly performed. It was also reported that catheter was not able to be inserted a second time in the right tube due to a probable tubal spasm. The bilateral placement was achieved with another set of devices. The event interpreted as device breakage is non-serious and listed according to product technical analysis (ptc). The other events are also non-serious and listed in the reference safety information for essure. Device breakage may occur most often during difficult insertions. Considering the reported events are associated to the insertion procedure, causality with essure use cannot be excluded and this case is regarded as other reportable incident. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up information from 27-may-2015: nca reference number was provided ((B)(4)). Follow-up received on 12-jun-2015: no further information obtained. Ptc investigation result was received on 18-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: rollback to initial hard stop; depress button; perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the microinsert, the outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a detachment difficulty event during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product technical issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 23-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted. During the placement on the right side, the insert was completely withdrawn and uncoiled, leaving in place the green release catheter. This later was removed in two catches with help of crocodile clip. On the left side, the insert release was difficult whereas procedure was correctly performed. The bilateral placement was achieved with another set of devices. These events, seen as device breakage and device insertion difficulty, are non-serious. The breakage is listed according to product technical analysis (ptc), while the other event is listed in the reference safety information for essure. Device breakage may occur most often during difficult insertions. Considering the reported events are associated to the insertion procedure, causality with essure use cannot be excluded and this case is regarded as other reportable incident. The performed ptc analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.